Event description:
Once the cartridge of an optease vena cava filter was put into the sheath, the pusher started to break into small pieces, while advancing it through the sheath. The pusher broke into 10 pieces. All pieces were retrieved as they remained inside of the sheath. The filter was ultimately deployed. There was no patient injury reported. It was also noted that the inner packaging for the product was discolored.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.